Event description:
The reporter stated the surgeon implanted a 13.2mm vicm13.2 implantable collamer lens in the pt's right eye on (B)(6) 2012. Pt experienced mild glare/halos. The vault was good. The lens was explanted on (B)(6) 2012 due to a refractive surprise. The lens was exchanged with another same length and diopter size lens. The pt's last visit on (B)(6) 2012, ucva was 20/20. Status of the eye, stable.

Manufacturer narrative:
(B)(4).